Event description:
It was reported that increase in impedance was observed. X-ray revealed suspected insulation anomaly. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.